Manufacturer narrative:
H.10: multiple attempts in order to retrieve additional details about the reported event have been made but no further information has been made available. However, through follow up communication for another case from the same hospital, already reported under the initial medwatch # mw-005074 and follow up medwatch # mw-005391, livanova deutschland learned that the device was cleaned regularly per the IFU and that they also use a boromi machine. Moreover, livanova deutschland has been informed that the customer used reusable heating blankets. It is likely that those pads are a source of contamination, therefore the customer swap them with disposable ones. It is reasonable to assume that the information received under the other case is valid also for this one.

Event description:
See initial report.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the lab test results were required, but not made available. Furthermore, livanova deutschland learned, that the device was cleaned only from (B)(6) 2019, before it¿s was out of the operation room, in the intensive care unit or stored as back up and is positioned outside of the operation theatre during use.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.